Manufacturer narrative:
(B)(6). Fisher & paykel (f&p) healthcare is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in china reported that an mr290v vented autofeed humidification chamber provided with an rt265 infant dual-heated evaqua2 breathing circuit was found leaking water. There was no reported patient harm.

Manufacturer narrative:
(B)(4). Section d4: complete device identification information was requested but not provided. Section h11: method: the subject mr290v vented autofeed humidification chamber, additional information, and photographs were requested to be provided to f&p healthcare for analysis. Results: there was no response to f&p healthcare's requests for additional information and return of the subject device. Conclusion: based on the limited information provided by the user and without the return of the subject device, we are unable to confirm or determine the cause of the reported issue. As part of design validation and verification activities, all f&p healthcare products are tested to ensure they meet documented product requirements and specifications. These requirements and specifications encompass user needs, performance requirements, international product standards as well as quality system requirements. The mr290v vented autofeed humidification chambers are designed and tested to conform to iso 5367 breathing tubes intended for use with anaesthetic apparatus and ventilators. All mr290v vented autofeed humidification chambers are visually inspected during the manufacturing process. Additionally, every mr290v vented autofeed humidification chamber is leak tested at the completion of the assembly process. Any chamber which fails these tests is rejected. The subject mr290v vented autofeed humidification chamber would have met the required specification at the time of production. The user instructions that accompnay the the rt265 infant breathing circuit state the following: - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - do not use the chamber if the seals are not intact when received, or if it has been dropped. - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. - ensure appropriate ventilator or flow source alarms are set before connecting breathing sets to patient. - visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged.

Event description:
A healthcare facility in china reported that an mr290v vented autofeed humidification chamber provided with an rt265 infant dual-heated evaqua2 breathing circuit was found leaking water. There was no reported patient harm.